Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced a temporary absence of glucose readings on the pump while using a dexcom g7, consistent with intermittent signal loss between the cgm and the ilet; glucose data reappeared during troubleshooting, and education was provided that dexcom backfills data while the ilet does not, and that therapy would continue unless there are prolonged gaps. Symptoms included no reported clinical symptoms. Outcomes included no impact to therapy delivery or blood glucose control. Investigation included customer support troubleshooting and user education regarding signal loss behavior and data backfill differences. Investigation of this case revealed transient communication loss without device malfunction, with expected system behavior and no adverse health effect. It was concluded, based on previously established findings for similar reports, that the cause was intermittent cgm-to-pump communication disruption.